Manufacturer narrative:
The reported complaint of a blank screen display on the autopulse platform (serial # (B)(4) was confirmed during functional testing. The returned autopulse platform powers on but the display screen has no lcd backlight. The investigation findings revealed that the root cause of the reported error was due to a defective system processor board which was likely attributed to wear and tear. The autopulse platform is a reusable device and was manufactured in april 2011 and is 8 years old, well beyond the expected serviceable life of 5 years. Unrelated to the reported complaint, a damaged short black cover on the returned autopulse platform was observed during visual inspection. The short black cover was replaced. Additionally, the reported complaint of broken patient head restraint loop wire was confirmed. To remedy the damaged patient head restraint loop wire, the top cover was replaced. These types of physical damages observed on the autopulse platform were due to wear and tear. Evaluation of the platform during initial power-up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the error message was able to be cleared. Initial functional testing could not be performed due to blank screen. To remedy the display issue, the defective system processor board was replaced. After part replacement, the autopulse was re-evaluated. Platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint for autopulse with serial # (B)(4). Ccr (B)(4) was reported on (B)(6) 2017 and the defective system processor board was replaced.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During a shift check, customer reported that the display screen on the autopulse platform (serial #(B)(4)) was blank when the power switch button was pressed. Additionally, the patient shoulder restraint loop wire was broken. No patient involved.